Manufacturer narrative:
This device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow-up, chest x-ray was performed and this right ventricular (rv) lead was suspected to be fractured. The patient underwent a revision procedure. Another lead was successfully replaced. No additional adverse patient effects were reported.